Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), thrombosis ('blood clots') and autoimmune disorder ('autoimmune-like symptoms') in a female patient who had essure (batch no. C06625-inv, c80066) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, nabothian cyst, rash, itching, hives, menorrhagia, kidney infection, swelling nos, bursitis, heavy periods, vaginal bleeding, abdominal tenderness, fever, vertigo, bursa disorder, allergic rhinitis and mouth ulcer. Previously administered products included for an unreported indication: mirena. Family history included breast cancer (fmaily history of breast cancer). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysuria ("urinary problems"), dyspareunia ("dyspareunia"), bursitis ("other (list): bursitis"), inflammation ("inflammation"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain"), gastrointestinal disorder ("gastrointestinal issues"), metrorrhagia ("metrorrhagia"), arthralgia ("hip pain, joint pain"), abdominal distension ("severe bloating"), incontinence ("incontinence"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infections"), tooth disorder ("dental problems"), hypersensitivity ("allergic reactions"), polymenorrhoea ("polymenorrhea"), feeling abnormal ("brain fog"), nausea ("nausea"), coital bleeding ("bleeding after intercourse") and buccal mucosal roughening ("scar in roof of mouth after dental work from allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, thrombosis, autoimmune disorder, dysuria, dyspareunia, bursitis, inflammation, fatigue, dysmenorrhoea, back pain, gastrointestinal disorder, metrorrhagia, arthralgia, abdominal distension, incontinence, urinary tract infection, cystitis, tooth disorder, hypersensitivity, weight increased, polymenorrhoea, feeling abnormal, nausea, coital bleeding and buccal mucosal roughening outcome was unknown. The reporter considered abdominal distension, arthralgia, autoimmune disorder, back pain, buccal mucosal roughening, bursitis, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, hypersensitivity, incontinence, inflammation, metrorrhagia, nausea, pelvic pain, polymenorrhoea, thrombosis, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: essure coils are visible in the cornua. The essure devices were placed in standard fashion without difficulty with 0 coils protruding into the endometrium on the left and 0 coils on the right. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysuria, back pain, menorrhagia, thrombosis, urinary tract infection, dysmenorrhea. Lot number: c80066 manufacture date: 2014-07 expiration date: 2017-07 lot number (c06625) is invalid quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('bleeding'), thrombosis ('blood clots') and autoimmune disorder ('autoimmune-like symptoms') in a female patient who had essure (batch no. C06625 (r), c80066 (l)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, nabothian cyst, rash, itching, hives, menorrhagia, kidney infection, swelling nos, bursitis, heavy periods, vaginal bleeding, abdominal tenderness, fever, vertigo, bursa disorder, allergic rhinitis and mouth ulcer. Previously administered products included for an unreported indication: mirena. Family history included breast cancer (family history of breast cancer). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), thrombosis (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysuria ("urinary problems"), dyspareunia ("dyspareunia"), bursitis ("other (list): bursitis"), inflammation ("inflammation"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea"), back pain ("back pain"), gastrointestinal disorder ("gastrointestinal issues"), metrorrhagia ("metrorrhagia"), arthralgia ("hip pain, joint pain"), abdominal distension ("severe bloating"), incontinence ("incontinence"), urinary tract infection ("urinary tract infection"), cystitis ("bladder infections"), tooth disorder ("dental problems"), hypersensitivity ("allergic reactions"), polymenorrhoea ("polymenorrhea"), feeling abnormal ("brain fog"), nausea ("nausea"), coital bleeding ("bleeding after intercourse") and buccal mucosal roughening ("scar in roof of mouth after dental work from allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, thrombosis, autoimmune disorder, dysuria, dyspareunia, bursitis, inflammation, fatigue, dysmenorrhoea, back pain, gastrointestinal disorder, metrorrhagia, arthralgia, abdominal distension, incontinence, urinary tract infection, cystitis, tooth disorder, hypersensitivity, weight increased, polymenorrhoea, feeling abnormal, nausea, coital bleeding and buccal mucosal roughening outcome was unknown. The reporter considered abdominal distension, arthralgia, autoimmune disorder, back pain, buccal mucosal roughening, bursitis, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, hypersensitivity, incontinence, inflammation, metrorrhagia, nausea, pelvic pain, polymenorrhoea, thrombosis, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: essure coils are visible in the cornua. The essure devices were placed in standard fashion without difficulty with 0 coils protruding into the endometrium on the left and 0 coils on the right. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysuria, back pain, menorrhagia, thrombosis, urinary tract infection, dysmenorrhea. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.